Manufacturer narrative:
Complaint op notes were evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Follow-up hip exam mentions dislocation of internal right hip prosthesis. The root cause of the reported issue is attributed to patient falling causing dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical devices: (B)(4), modular neck b 12/14 neck taper use with +0 heads only 62720844; (B)(4), modular femoral stem press-fit plasma sprayed cementless size 5 61679608. This report is number 1 of 4 mdrs filed for the same patient reference;1822565-2017-00106; 2648920-2017-0012; 2648920-2017-00011; 1822565-2017-00106.

Event description:
It is reported a patient tripped and fell, she presented to the emergency room with a dislocated hip. The neck disassociated from the stem during the surgery to correct the dislocation. It was found that the acetabular component had become loose and was replaced as well.